Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43-44 mg/dl; customer inadvertently entered a manual override bolus of 10 units instead of 10 grams into the carbohydrate field in the bolus delivery menu. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting, the customer corrected the time. Customer consumed carbohydrates to address bg level. Subsequently, customer was admitted into the emergency room and treated with intravenous saline fluids. The customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."